Event description:
Customer reported that x-ray equipment was not available. Error is displayed and fluoroscopy is not performed.

Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by (B)(4) 2011.